Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when the lead was tested prior to implant, the helix jumped after several turns and required multiple turns to retract. When the lead was placed, it would not extend. Another lead was implanted.